Event description:
It was reported that the insulin pump had frozen screen and buttons were unresponsive. Customer stated insulin pump was stuck on medtronic screen and no buttons were working. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.